Manufacturer narrative:
Unit was received with blank display due to broken trace on printed circuit board. Unit was received with cracked case corner of the belt clip rails near the battery compartment, broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's case was cracked. The insulin pump was dropped. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.